Event description:
Reporter states customer reportedly received results of hi (greater then 600 mg/dl) and 220 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.